Event description:
It was reported that during pre-dilatation in the moderately calcified, moderately tortuous left anterior descending artery for treatment of an 80% stenosis, a 3.0 x 12 rx trek balloon was inflated one time to unspecified atmospheres. Several attempts were made to pull negative pressure but the balloon did not deflate. A guide wire was advanced and used to puncture the balloon. The balloon catheter was withdrawn from the anatomy without reported resistance. No further pre-dilatation was performed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.